Event description:
On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding an unrelated alarm. During the conversation, the following information was reported. On an unreported date, the home patient (hp) experienced peritonitis. From (B)(6) 2012 until (B)(6) 2012, the hp was treated for the event. The patient had recovered from peritonitis and is currently doing well. The hp's therapy has been going well. The peritonitis was not related to peritoneal dialysis (pd) therapy, the homechoice (hc) or dianeal solution. On (B)(6) 2012, product surveillance contacted the pdrn regarding the event of peritonitis. The following information was obtained. On an unreported date, the patient experienced a touch contamination. On (B)(6) 2012, the patient was diagnosed with peritonitis. Peritonitis was caused by the touch contamination. The patient was not hospitalized for this event. The patient was treated with unspecified antibiotic therapy from (B)(6) 2012 to (B)(6) 2012. On an unreported date, the peritonitis had resolved. The patient was retrained on aseptic technique. Pd therapy was ongoing. The event of peritonitis was not related to any baxter solutions, disposables or device.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, global pharmacovigilance received additional information regarding the peritonitis event. The following information was reported. On (B)(6) 2010, the patient began automated peritoneal dialysis (apd) therapy. On (B)(6) 2012, the peritonitis was considered resolved. This report of use error - breach in aseptic technique is confirmed because the nurse reported break in aseptic technique by patient described as touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.